Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified black particulate matter inside the patient connector. The reported condition was verified. The cause of the event was manufacturing related. This defect is created from an arc during the welding process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was found inside and outside of the tubing of the homechoice cassette which looked "like mold". This issue occurred after use. There was no patient injury or medical intervention associated with this event. No additional information is available.